Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was intermittently experienced during the fill process. There was no impact to the customer's blood glucose level. A syringe needle change was performed to address the issues.